Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a surgical intervention on (B)(6) 2024, both leads were explanted and replaced due to high impedances. Therapy was restored post-op.

Manufacturer narrative:
Date of event is unknown.